Manufacturer narrative:
The serial number of the device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal on (B)(6) 2018 and the fluid deficit rose to 4500 ml. The physician confirmed a perforation. It is unclear whether the dilator or the hysteroscope caused the peroration. It is unknown if intervention was required. We have been unable to obtain additional information surrounding this event.